Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and not detected on bus. Customer tried to recover storage space, but issue remains the same. As per part investigation, it was determined that pcba fh cubie pmc (p/n: 151903-01) found with thermal damage on components integrated circuit u300 and capacitors c301 and c302 during visual inspection, causing electrical failure consistent with the reported failure mode. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n: (B)(6), covering the manufacturing period beginning on 11-may-2017, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer- reported issue. The reported condition of drawer failure "drawer failure not detected on bus" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order wo: (B)(4), the bd field service engineer (fse) reported that interface board, drawer controller board and drawer insep. Were replaced on medstation es auxiliary full height cubie drawer 6, configured, test and release to customer. During dchu visual inspection: p/n: 151903-01: received with visible thermal damage to integrated circuit (u300) and capacitors c301 and c302.p/n: 151622-01: received with no physical damage, signs of missing components or fluid ingress. During dchu testing: p/n: 151903-01: laboratory testing was deemed unnecessary due to the evident thermal damage observed on the pcba.p/n: 151622-01: the board was evaluated with a dmm testing and hta checklist on which it was determined proper functionality as manufacturer intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).